Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient has ineffective stimulation due to high impedances and is unable to enter MRI mode and has pain at the ipg site. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received reports that the patient underwent surgical intervention on (B)(6) 2025 in which the system was explanted and replaced.